Event description:
During the removal of device during post-operative visit, the item broke into 2 pieces, one of which was in the patient. A surgical instrument in the office was used to remove the broken piece inside the patient.